Event description:
Rptr states the pt was in bed with a restraint vest and mittens applied. The bed exit alarm was in the "on" position. The pt freed himself from the protective devices, got out of bed, and either jumped or fell from his 7th floor window, landing on the roof of the 4th floor. He expired a few hrs later. The bed exit alarm did not sound. The bed was examined by a rep and the problem was isolated to the main bed exit board.